Manufacturer narrative:
Initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap extended life pd transfer set was damaged (broken). This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a damaged patient adapter was observed. The reported condition was verified. The cause of the condition was manufacturing related most likely during the molding process of production. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a damaged patient adapter; tool marks were identified on the patient adapter. The reported condition was verified. The cause of the condition could not be determined; however, possibly occurring during set up of the device. Should additional relevant information become available, a supplemental report will be submitted.